Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate there are potential unprovided patient factors and the progression of intrinsic disease state may have caused or contributed to the event, however due to limited information provided, a definitive root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, approximately 7 years post tavr with a 23mm sapien 3 valve (sn unknown) the valve failed due to stenosis and regurgitation. Index transcatheter procedure in 2019 was both aortic and pulmonic valves. The aortic went valve in first and when they implanted the pulmonic valve it seemed to distort the circularity of aortic valve, which may have lead to early failure. Currently the pulmonic sapien valve is functioning well. Per echo, there was trivial mitral regurgitation and a well seated aortic valve with moderate regurgitation and stenosis (mean pg 28mmhg 45mmhg), diastolic flow reversal in abdominal aorta. Unobstructed aortic arch and peak gradient 26mmhg with normal abdominal aorta upstroke. Normal lv systolic function. Mild lv dilation and hypertrophy. Trivial tricuspid regurgitation. Well seated pulmonary valve with trivial regurgitation. Qualitatively normal rv systolic function. A 23mm sapien valve was implanted in an aortic valve in valve procedure.